Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored for several days, and no failed battery test alarm was noted during testing. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. The buttons are not responding. Customer's blood glucose is 123 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.